Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a proximal femoral nail a (pfna) implanted on an unknown date in (B)(6) 2012 needed to be taken out due to snapped prosthesis. The pfna had completely snapped at the point of the blade. X-rays looked like the bone was not reduced properly on first implant and so the device became load bearing. The revision took place on (B)(6) 2013. It was reported that there were marks on the pfna blade that may have been caused by incorrect insertion of the blade. (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Dates of x-rays provided. Additional code: hwc. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Manufacturer determined from lot number received. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: based on the rms report the nail was subjected to dynamic bending torsional loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture. The nail could not resist the applied force which finally led to the fatigue failure. No fault at the blade could be detected. Contact name changed to(B)(6) manager.